Event description:
It was reported that during a rotator cuff repair procedure using healicoil anchor, the peek part of the product broke. The broken piece was removed from the patient with the help of surgical instruments. The procedure was successfully completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A review of the customer provided images found a peek proximal anchor twisted and broken with the original packaging next to it matching the reported product information. Undated photos of the device were provided for review and confirms the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include excessive force upon insertion, or off-axial insertion. No containment or corrective actions are recommended at this time.